Event description:
Bkc ra and rv leads were explanted and replaced with (B)(6) products on (B)(6) 2023 due to poor thresholds. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119382.